Event description:
Ibc spoke with pt's mother stating one ms3 pump is malfunctioning. Mother could not get cartridge to load properly. Mother was able to keep pt on back up pump and requests new pump be sent to her. (Sn# (B)(4)), mother also requests refill on adcirca. Pt has 2-3 days left on hand, no further questions for rph. Transferred call to david, psr for scheduling. No other info provided. The device error did not happen while in use, it did not cause any harm to the pt. We're working on sending a replacement. Dose or amount: 72.9 ng/kg/min, frequency: continuous, route: sq. Dates of use: from (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.